Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. During download review pump error 45 alarm confirm in (main error log). It was determined that pump error 45 was triggered by hardware issue with main rf test failure. The adapt tool also recorded pump error 24 on 08/27/2025 08:28:00.000 and on 08/27/2025 10:31:00.000 hour. Per software engineering log pump error 24 was generated since motor vcc health test failed: the vcc was below the threshold= 2.9v. Suspecting the hw/ motor voltage regulator, other motor hw. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies leading to constant critical pump error (open book image). The following cosmetic damages were noted: pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and scratched case. In conclusion, the unit came in with critical pump error alarm triggered by pump error 45. Pump error 45 due to moisture damage on electronic assemblies. Customer's allegations for pump error 24 were confirmed due to faulty motor voltage regulator. Isolate to motor and electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 24 (this alarm is generated when a power failure is detected) and had the open book image error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the open-book image, and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.